Event description:
A ventilator was returned to the manufacturer for service. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log. The device's machine flow sensor was replaced due to a pressure sensor mismatch. There was evidence of contamination. In addition, during the evaluation the blower assembly, blower bellows, blower chassis plate, blower cap, tubing -fi02, tubing -system board, tubing-blower chassis, tubing - low flow 02, and muffler assembly were all replaced due to contamination.